Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection performed by an authorized service center showed that the housing was discolored and scratched, and the power cord was also discolored. A functional evaluation performed by an authorized service center found the drive engine blocked. The motor was defective and stalled. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the drive engine blocked and stalled include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that one (1) motor drive unit was overheating and had a short circuit. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).